Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 682 mg/dl at the time of incident. The customer's blood glucose was 436 mg/dl at the time of call. The customer's blood glucose was 686 mg/dl at the time of hospitalization. The nurse stated that the customer was given insulin to treat the blood glucose. The nurse stated that the customer was wearing the insulin pump during hospitalization. Troubleshooting was done. The nurse performed high pressure test and the insulin pump failed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.